Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
It was reported by the patient's peritoneal dialysis nurse that the patient drained 3800 ml of peritoneal dialysis fluid during one drain of one treatment. The reported large drain of 3800 ml was 190% over the expected drain volume which resulted in a reportable device malfunction. No medical intervention or hospitalization was required for this instance of increased intraperitoneal volume. However the patient reported discomfort, difficulty breathing, and edema in the lower extremities. Though the nurse believes the patient was retaining fluid, it was reported that the patient is completing treatments on the replacement cycler, and the discomfort and edema have subsided. The nurse was unable to provide any patient information and no medical records were available.

Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. The heater tray/scale was not obstructed, and the simulated treatment was performed and completed without the failure. During drain 0 of the simulated treatment, the patient line was clamped and, as expected, a drain complication encountered support warning occurred after 34 minutes. The reported complaint of not draining-no alarm was not verified. The reported complaint that the cycler overfilled was also not verified. The system air leak and valve actuation tests passed. The teach pumps test also passed. The load cell value and verification were both within tolerance, and the voltage check passed. The heater test and temperature test passed. The patient sensor calibration check passed. There were no discrepancies encountered in the internal inspection of the cycler. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.